Event description:
The user has been dealing with ongoing pain over the receiver stimulator for several years and the receiver stimulator has migrated close to the ear. The pain is constant and always present regardless of use. The user wants the device removed and does not want a new one placed. The explantation surgery is scheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the recipient was explanted due to a migration of the implant from its intended position likely causing the reported painful sensations. Further a complete insertion was not achieved at implantation surgery with five channels remaining extra-cochlear. This is a final report.

Event description:
The user has been dealing with ongoing pain over the receiver stimulator for several years and the receiver stimulator has migrated close to the ear. The pain is constant and always present regardless of use. The user wants the device removed and does not want a new one placed. The user has been explanted of the device.